Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater then 2,000 ohms. Follow up with the field representative noted the patient will follow up with the clinic. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 15 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage appeared to be at the suture sleeve tie-down.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater then 2,000 ohms. Follow up with the field representative noted the patient will follow up with the clinic. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to noise and oversensing. The physician noted a fracture in the clavicle area in which the lead tip was easily removed from the rv. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater then 2,000 ohms. Follow up with the field representative noted the patient will follow up with the clinic. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to noise and oversensing. The physician noted a fracture in the clavicle area in which the lead tip was easily removed from the rv. No additional adverse patient effects were reported.